Event description:
Attorney alleged that a needle from a pain pump was left in the patient's body following a (B)(6) 2010 implant surgery. It was allegedly making her existing back pain worse.

Event description:
It should be noted that it is unclear which devices were involved in the implant surgery in (B)(6) 2010. Device registration does not reflect any implants that occurred at that time for this patient.

Manufacturer narrative:
Catheter model# 8709sc serial# (B)(4) implanted: (B)(6) 2008 explanted:unk. (B)(4).

Manufacturer narrative:
(B)(4).